Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated freet4 results generated on the access 2 immunoassay system for four pts. The pt samples were retested and the results were within the normal reference range. The initial erroneously elevated results were reported outside the laboratory. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
The field service engineer (fse) was on site on (B)(4) 2010 to investigate the event. The fse verified instrument alignments, temperatures, mixer speed, vacuum system and voltages; no issues were noted. The fse performed a free t4 calibration which failed. The fse rebuilt the precision pump and replaced the pipettor tip. Then the fse repeated the free t4 calibration which passed. Although the fse addressed hardware issues, a definitive root cause could not be determined for this event. This is 1 of 4 separate MDR reports related to 4 pt events associated with a single malfunction report. Reference MDR numbers: 2122870-2011-04580, 04581, 04582 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for add'l reportable events.